Event description:
During iabp, the system 97 pump failed to autofill. The patient was switched to another unit and therapy was continued. The iab was not returned to datascope for evaluation. Event complications: none from the event - 06/15/98. Pt's current status: unk - rpt'd 6/15/98.